Event description:
It was reported that during a longo procedure, the instrument did not cut completely, but stapled completely. Tissue was cut by hand. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.